Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient was preoperatively diagnosed with: l5 radiculopathy. Foraminal stenosis, l5-s1. Probable nonunion of fusion, l5-s1. Previous long scoliosis fusion from the midthoracic spine down to s1 and underwent following procedures: revision bilateral laminectomies and foraminotomies at l5 and s1. Revision posterior lumbar inter body fusion with iliac crest bone graft and bone morphogenic protein, l5-s1. Revision posterolateral fusion, l5-s1. As per op-notes ".. The iliac graft that surgeons had harvested, was then wrapped in a sponge with bone morphogenic protein and placed that into the disk space, both right and left, and then packed iliac crest bone graft behind that in the disk space. The surgeon then decorticated the edges of the fusion at s1 and l5 and packed the remaining iliac graft across that area of fibrous tissue bilaterally at l5-s1. The surgeon opted not to replace the instrumentation because they did not see any evidence of loosening and the screws and nuts all appeared to be nice and tight when we tested them." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.